Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient fell out of the bed and was unresponsive. Emergency medical services was called and transported the patient to the hospital. At the time of the event, the patient¿s cgm displayed high; however, his bg was 59 mg/dl. The patient was admitted to the hospital with a diagnosis of hypothermia, hypoglycemia, hyperammonemia, and liver disease. Unspecified medical intervention was provided. It was not confirmed how long the patient remained hospitalized. The patient has liver disease and was informed by his physicians that the liver disease would cause his blood glucose levels to fluctuate. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).